Event description:
It was reported that, a few days after the patient underwent a heart valve surgery, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitudes resulting in an inappropriate shock. Device data was sent to technical services (ts) for review. Review of device data determined there were two separate episodes in which inappropriate shocks were delivered due to low amplitudes. Ts provided troubleshooting and programming options. This device remains in service. No adverse patient effects were reported.